Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead thresholds were varying. Thresholds had once been above the programmed output but had come down. Decreasing impedance was also noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that thresholds and impedance were trending upward and that thresholds were high. Far field r-wave (ffrw) oversensing was also noted on the right atrial (ra) lead. The leads remain in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up concluded that lv pacing polarity and amplitude were adjusted.